Event description:
It was reported that the device was not working for the patient. The patient stated that she had the device put in and was reprogrammed because, it was not working right and it still did not seem to be working right. The patient was reprogrammed three days prior to the report. The patient then turned it off two days prior to the report because, it was shocking her and she did not know what else to do with it. The patient was assisted with the programmer and saw she was on program 4 at 1.4 volts with a lightning bolt. The patient did not feel anything and still did not after increasing to 2.4 volts. The patient continued to increase stimulation, but then was unable to adjust. The patient had to reposition the antenna over the implantable neurostimulator (ins) a couple of times because, she lost signal. The least bit of movement with the antenna caused her to lose signal. The patient then got a reading of 3.5 volts and still could not feel stimulation. The patient sat down and felt nothing at 4.6 volts, but felt a little bit of tingling at 5.2 in her left leg. The patient noted that after feeling it a little bit in her left leg, she could feel it now. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0clwu, implanted: 2014 (B)(6); product type lead. (B)(4).